Event description:
On (B)(6) 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultralink meter is giving inaccurate low reading. This complaint is classified according to the documentation of the customer care advocate. The inaccurate issue began on (B)(6) 2009 at 11 am. The pt reported blood glucose results of "127 mg/dl" with a lifescan meter and "162 mg/dl" on a laboratory device, performed within 10 mins of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. Reportedly, the pt had symptoms of nausea and throwing up approx one month prior to the alleged inaccurate low reading. The pt did not receive any treatment that would suggest the pt had acute complication of diabetes as a result of the product issue. During troubleshooting, the customer care advocate noted that the testing process was correct, and an approved sample site was used. This complaint is being reported due to the alleged inaccurate low issue. However, there is no evidence the pt suffered a serious injury due to the product issue. The pt's reported symptoms preceded the onset of the alleged inaccurate issue. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.